Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 420 mg/dl with an unknown case. The customer attempted to address high bg with multiple boluses. Additionally, the customer was admitted to the hospital where fluids and insulin were administered to resolve the issue. The customer was released from the hospital on (B)(6) 2019 with no permanent damage.